Event description:
The technician alleged the siderail would not latch. No pt impact.

Manufacturer narrative:
The technician found a broken ratchet rivet on the side rail. The technician replaced the side rail ratchet rivets to resolve the issue.